Event description:
Complainant alleged that while treating a pt the device delivered twice to the pt successfully; once at 120 joules and a second at 150 joules. Upon the third attempt to deliver energy to the pt, the device displayed a "bridge test failed" message and failed to charge the energy. Complainant indicated that the pt subsequently expired.